Event description:
On (B)(6) 2009, on a friday, I kept an appointment with my dr for a routine procedure that entailed surface injections -multiple dermal "stabs" - of a bioabsorbable hyaluronic acid formula around my lips. It was a subtle enhancement that would last approx 6-24 weeks. Once in the room I was told that they did not have the product. The dr mentioned a product delivered by a company rep that was a new filler, like radiesse, and being a sample, maybe he would use that instead. The assistant agreed. I emphasized I only wanted subtle enhancement. The dr and assistant said it would be subtle and proceeded to inject small amounts around my lips and in the corners. Since it was a sample, they said, they injected into my nasolabial folds, and under my nose to my lips as well. I was sent home with an ice pack and told to apply ice as needed if there was any swelling. I used packs over the weekend but had no issues. At work on monday, I felt strange sensations in my face. A coworker expressed concern, and I went into the lavatory to look. My face was swelling. I left work and during the 45 minute commute home, my lower face swelled like a balloon, and my eyes began to close. Once home, I took an aspirin and applied ice packs. Through the night, my face continued to swell, up and around my eyes as well, and became extremely painful. Tues morning I made an emergency call to my dr. I met him at the office pre opening and he took a photo and gave me steroid shots. I was instructed to massage and continue to use ice packs. I stayed home from work for a week, the swelling eventually subsided to where I felt somewhat comfortable going out in public. Lumps formed. I had a dental appointment and the dentist expressed concern about the lumps. She suggested they would require excision. I called the cosmetic dr with the concern and he had me return for more injections into the lumps. Extremely painful injections. I was instructed to use heating pads and massage. Over time, the lumps would get inflamed and become painful, subside a little, the skin would redden, and I began to experience chafing and peeling at the center of the upper lip area and under the nose. Subsequent visits to the dr left me with continued instructions to massage and use heat and ice. The last few visits to the dr, this past spring and summer, I asked about the lumps. I was told that the company rep was unavailable and I would be contacted once they had spoken with the rep. My last visit to them when I became concerned was when the assistant cut me off and refused to talk about it. I emailed her soon after to ask what the product was and what company it was from, and who was the rep. I was told only the product name, novielle. Over the past couple of months I have done a lot of research on this product. It was marketed to my dr as a bioabsorbable product like radiesse. I've found it is a proprietary product containing an acrylic polymer - coprabol 974- and the company, coapt, has scrubbed all info that had previously been online. I want to know what was in this novielle, and what can remove it from my body. I understand that coprabol has benzene in it and was approved or under study as an ingredient in injectibles - as opposed to injectibles-. My concerns, including the fact that I have multiple lumps and continued irritation nearly two years afterward, are as follows: why and how was this product made available to drs though it was not approved by the FDA? - though it was marketed that it was undergoing approval-. What is the "proprietary" receipt for this product, novielle? How can a company package and market an unapproved off label product to the public, calling it bioabsorbable when indeed it is a plastic and does not break down? - goes back to my question about what is the product - which I understand now contains coprabol 974- and that it was marketed as something else -like radiesse- which somehow gave my dr the wherewithal to inject it into me? I want to know what this product is, what it could do to me - long term effects - and how to get it out of me. If this was under FDA approval or in the middle of approval, how do I obtain all documents related to the FDA filings for approval and FDA monitored testing and findings? Novielle gel. Dr has records pertaining to steroid and compounds used to try and relieve. Dates of use: (B)(6)2009 - (B)(6)2009. Diagnosis or reason for use: dr substituted for product of which he was out. Event abated after use: no. Event reappeared after reintroduction: yes.